Manufacturer narrative:
The insulin pump alarmed with an unexpected restart and had a loss of memory after the removal and installation of the battery due to leaking voltage. The following physical damage was also noted: cracked case at the display window corners, reservoir tube window corners, reservoir tube window, and battery tube threads, along with minor scratches on the display window.

Event description:
The customer reported via phone call that the last three times he changed his batteries the time was completely off, the battery bar was black, and everything else remained blank. The customer's blood glucose at the time of incident was 118 mg/dl. The alarm history was reviewed and two unexpected restart alarms were found within the past month. Troubleshooting occurred for the unexpected restart alarms. The customer confirmed that a temp basal was not programmed before the alarm occurred. He also confirmed that the pump was not stored or out-of-use for an extended period of time. The alarm did occur shortly after a battery change. The customer was advised to discontinue use of the pump, and if he stayed on the pump he was instructed to monitor it. The insulin pump was returned for analysis and a replacement device was shipped to the customer.